Event description:
Reportable based on the analysis completed (B)(6) 2011. It was reported that during a percutaneous coronary intervention, the 2.75x28mm taxus liberte mr stent would not cross the lesion. The lesion being treated was located in the severely tortuous left anterior descending (lad) artery. The physician advanced the stent delivery system and the device and was not able to cross the lesion. The procedure was completed different size stent system. No patient complications were reported and patient status is stable. Returned product analysis reveled stent damage and stent moved on the balloon.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - a visual and microscopic examination identified that the stent was free moving on the balloon. The stent was resting on the balloon just over the distal markerband. The stent was damaged toward the middle section, with a stent strut raised. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).